Event description:
It was reported that during an in-office visit it was noted that the lead impedance on the patient's right ventricular (rv) lead has been slowly increasing. The patient also mentioned some occasional discomfort during pacing that was considered likely due to the low percentage of pacing in general. No changes were made and monitoring of the lead impedance will continue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.